Event description:
It was reported by a neurologist via clinic notes that a vns pt was having more seizure activity. The pt started having more seizures when depakote medication was increased. The treating neurologist referred the pt for generator replacement since the generator was approaching near end of service. The physician increased vns generator's output from 2.25 ma to 2.5 ma for better seizure control. Good faith attempts to obtain more info regarding pt's seizure increase have been unsuccessful to date. Also, a revision surgery for generator replacement is likely.